Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 350 mg/dl while wearing the pod between 24 and 36 hours. The patient also reported that the pod was beeping and giving a hazard alarm. Symptoms reported include elevated kidney function and vomiting. The patient was treated with IV (intravenous) fluids. The patient was released the same day. The pod was removed before going to the hospital.